Manufacturer narrative:
The lot was manufactured between october 06, 2018 - october 08, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Correction/removal report number: 3010291427-09/06/19-001-r the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) units of 500ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bags were leaking from an unknown location. The event occurred before patient use. There was no patient involvement. No additional information is available.